Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 23:24:35. During night drain cycle six, the patient's ultrafiltration reading was 1356ml, indicating the home patient (hp) drained 1256ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through review of the event history logs. This complaint is an ancillary service event. The cause of the event was determined to be an unexpected high ultrafiltration for therapy compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.